Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
Subsequent to the initial report, additional information was provided. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device via an 8f sheath hole after a percutaneous coronary intervention procedure. A new prostyle device was used to achieve hemostasis. No additional information was provided.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device. Reportedly, when the plunger was removed, the suture separated. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.